Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading at time of call was 420mg/dl. The customer stated that she has not been using the insulin pump since (B)(6) 2011, when she called to report a motor error alarm. The customer's recent glucose reading was 164mg/dl. The customer claimed that the broken insulin pump was returned by united parcel post, which it was not received. The customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.